Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was freezing up and the buttons does not always respond. No troubleshooting was performed and customer stated that she will reach out to her healthcare professional first. The insulin pump is not expected to return for analysis.